Manufacturer narrative:
The alleged event happened in 2008.

Event description:
Per the audiologist, in 2008 (date not reported), the pt reported intermittency with a total loss of sound and a "jackhammering" sound when using the cochlear implant system. Exchanging the external equipment did not alleviate the problem. In 2009, the pt reported hearing and felt a "loud sharp pain" and was unable to use the device. The results of an integrity test in 2009 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explant/reimplant surgery is planned in 2009.